Manufacturer narrative:
The meter and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%, donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, returned meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 4.3 inr, returned meter and customer strips: 4.6 inr. The maximum difference between measurements with the same blood sample was 8%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). The results from the meter were 6.9 inr, 7.9 inr, and 4.2 inr. The specific time of the measurements was not provided. The customer stated she did one measurement after the other. A different finger was used for each measurement. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.0 inr. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Retention material complies with the specification.